Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that after pocket closure, the physician noted the device was in storage mode. After the physician activated the pacemaker, there was noise and high out-of-range pacing impedance of greater than 2000 ohms presented on the right ventricular (rv) lead. The physician elected to re-open the pocket to reconnect the rv lead to the pacemaker. However, the rv lead still exhibiting high out-of-range impedance and noise. The lead was then tested on pacing system analyzer (psa) and the psa confirmed noise and high out-of-range impedance. After multiple attempts to reposition the lead for optimal measurements, the physician elected to replace the rv. Additionally, the helix was unable to be retracted due to helix mechanism issues. Another rv lead was successfully replaced with good measurements. No additional adverse patient effects were reported.